Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial and right ventricualr (ra/rv) leads were extracted for an uknown reason. No adverse patient effects reported. The investigation is complete at this time.